Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited threshold that was higher than the programmed output. The lv lead output settings were reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in a clinical study.